Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site. The lens remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was implanted into a patient's eye, and lint was observed stuck on the posterior surface of the lens. The surgeon tried to remove the lint during I/a (irrigation/aspiration) at the time of the viscoelastic removal, but it did not come off. Reportedly, the lens and lint was left in the eye and the patient was informed. No further information was provided.